Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, after mapping the majority of the femur, the blue manual man appeared. They proceeded to reboot the system. They were able to continue the case afterward without issues. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. However, the logs needed to confirm a system shutdown (naviosystem.log, xsession.log, coredump) were not provided, and therefore could not be confirmed. Although the reported problem was not confirmed, the most likely cause of this system shutdown is a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.